Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address liner disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned liner finds evidence to confirm the reported disassociation. 25% of the liner rim is fractured as well as four of the six anti rotation devices. There are machining lines yet visible on approximately 75% of the articulating surface indicating the femoral head was not centrally loading the liner. The machining lines are not visible in the area directly below the fractured rim. This further confirms an edge loading situation. A search of the complaints databases identified no other related reports against the provided product/lot code combinations. X-rays were reviewed and confirmed the reported disassociation as well as implant malpositioning. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
**Update 01/13/2016 upon review of the x-rays, it was noted the cup was malpositioned. Complaint was updated 01/20/2016. Update rec'd 01/11/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 01/28/2016.